Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 . Reference MFR. Report#: 3006705815-2017-07324, reference MFR. Report#: 1627487-2017-08444. Additional information identified the patient¿s ipg was replaced for newer technology. In addition the patient¿s leads were replaced with a paddle lead due to ineffective stimulation.